Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: opening, weight within specifications, red and black particles, crease flat. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported a device "ruptured while the doctor was trying to implant it inside of the patient. " device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is not applicable as the device was not implanted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a device "ruptured while the doctor was trying to implant it inside of the patient. " device was not implanted.